Event description:
The customer contacted stryker to report that their device was not recognizing the therapy paddles. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. There was no device data available around the date of the reported event. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for service. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer.

Manufacturer narrative:
Correction: section h clinical signs code grid has been corrected.

Event description:
The customer contacted stryker to report that their device was not recognizing the therapy paddles. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.